Manufacturer narrative:
Through follow-up with the user facility, us endoscopy learned that the device was replaced with another exacto cold snare and the procedure was completed successfully. The device subject of the reported event was returned to us endoscopy for evaluation without a detached portion of the handle. Initial examination of the device found damage to the device's sheath indicative of the application of excessive force by the user and/or actuation of the device with the handle at an extreme angle in relation to the sheath. However, a full investigation could not be completed without the missing handle component. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. Statements in the instructions for use include: "the following conditions may not allow the device to function properly or cause patient injury: attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Us endoscopy has offered in-service on the usage of exacto cold snares, however the user facility has declined.

Event description:
Us endoscopy received user facility medwatch #mw5088391, reporting that during a patient procedure the handle of an exacto cold snare had broken. There was no report of harm to the patient or user.